Event description:
It was reported the patient suddenly stopped feeling his scs system stimulation. The patient stated he is unable to locate his scs ipg with either the patient programmer or charger, and the programmer displays an "error" message. A sjm representative met with the patient and confirmed the issue. The patient also stated he has been diligently charging his ipg once a week. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.